Manufacturer narrative:
(B)(4). The field service engineer (fse) went onsite to check the analyzer and found the refrigerator was not working due to a melted cooler power cable harness #12. Upon further inspection, the fse discovered "leakage on the wall of the fridge " caused by a crack in the pre-trigger and trigger waste line gutter. The fse cleaned the refrigerator unit, repaired the leak on the waste line gutter, and replaced the refrigerator power cable to return the analyzer to normal operation. A return was not available for the complaint; however, three file images of the damaged cable and the waste gutter were provided. A review of the ticket history for the analyzer did not identify any issues that may have contributed to the current complaint. There were no subsequent reports of smoke/burn since the replacement of the damaged cable and repair of the leaking architect i2sr base-gutter assembly. The architect operations manual provides the user adequate information regarding electrical hazards and performing an emergency shutdown of the i2000sr. A review found the 2016 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burning/melting of the cable was limited to this part and did not spread to other parts of the analyzer. No adverse trends of the cable or the i2sr base-gutter assembly were identified. A search for similar complaints of the part returned no additional complaints of a smoke/burn incident of the cable; this is the sole complaint over the 58 month review period involving a smoke/burn event of the part. A review found no adverse trends of the architect i2000sr. The evaluation information indicates liquid leaking from the i2sr base-gutter assembly on the cable harness #12 caused the smoking/melting at the power connector and cable. Based on the evaluation, no malfunction and no product deficiency was identified.

Event description:
The account noticed smoke and could smell electrical burning from the back cover of the architect i2000sr analyzer. The account stated after daily mainenance the architect i2000sr analyzer shut itself off. The operator turned the power back on and the architect i2000sr analyzer made a noise. The operator turned off the power to the analyzer and noticed the smoke from the back of the analyzer. No operator injury was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.